Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing the atrial activity resulting in pacing inhibition. The duration of the pacing inhibition is unknown at this time. Additional information indicated lv sensing was turned off and the device was able to lv pace.